Manufacturer narrative:
Per the tandem user guide: it was reported that the luer lock connection became disconnected after getting caught in a chair. Customer's blood glucose was 220 mg/dl. An infusion set and cartridge change was performed to resolve the issue and insulin delivery was resumed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected after getting caught in a chair. Customer's blood glucose was 220 mg/dl. An infusion set and cartridge change was performed to resolve the issue and insulin delivery was resumed.